Event description:
Reporter indicated a vns pt was found to be set to 500 pulse width setting and was supposed to be at 250 pulse width setting. The reporter has stated no vns diagnostics tests were performed. A programming anomaly is suspected. The handheld vns computer and flashcard have been requested for return.